Manufacturer narrative:
An ultraflex esophageal ng stent was received for analysis. Visual examination of the returned device found that the stent was partially deployed by 18mm. No issues were noted with the profile of the crochet stitches from the point of release from the stent. A bend was noted in the shaft at the proximal end of the crocheted stent. During analysis it was possible to retract the deployment suture and fully deploy the stent without issue. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2015. Reportedly the stent was to be used to treat a malignant stricture. According to the complainant, during the stent placement procedure, the physician noted that they were unable to pull the release suture fully during deployment. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2015. Reportedly the stent was to be used to treat a malignant stricture. According to the complainant, during the stent placement procedure, the physician noted that they were unable to pull the release suture fully during deployment. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.